Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. Due to stable angina (ccs class I), the patient was referred for cardiac catheterization which revealed 2 lesions. The first was a 90% stenosed and 12mm long lesion located in the first diagonal artery with a reference vessel diameter of 3.0mm. It was treated with predilation and deployment of a 3.0x12mm drug eluting study stent and post dilation resulting in 0% residual stenosis. The second was a 75% stenosed and 12mm long lesion in the proximal right coronary artery (rca) with a reference vessel diameter of 4.0mm. It was treated with predilation using a 3.5x8mm apex balloon and deployment of a 4.0x12mm drug eluting study stent resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and clopidogrel. Core lab analysis revealed "lesion <50% at baseline by quantitative angiography" and "type "c" dissection after balloon predilation, which was treated with stenting. Good final result". Additional information has been requested and is not available.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).